Event description:
The accounts maintenance stated that the head of the bed will run down by itself. He can duplicate it when he uses the hi/low function on the left siderail control.

Manufacturer narrative:
The accounts maintenance replaced the left head caregiver overlay but the problem remained and the scale display is showing err 4. He isolated the problem down to the left head siderail. Repairs have not been completed.